Event description:
It was reported via social media thrombus on the closure device occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. At an unknown time post procedure, a thrombus formed on the closure device. The patient is on coumadin and is monitored through weekly checks.

Manufacturer narrative:
Date of event: estimated since unknown.